Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh on (B)(6) 2010. Erosion, infection and pain was later reported and explant surgery was reported on (B)(6) 2014.